Event description:
It was reported that this pacemaker was explanted as it entered into safety mode and the patient is pacing dependent. A new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.